Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/17/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found no physical damage to the housing. A review of the archive was performed. Multiple user advisor (ua) 45 (not at "home" position after power-on/restart) were observed on (B)(6) 2016 which is shown as the last power on date to the device. This confirmed the reported complaint. During functional testing the platform was ran with the lrtf (large resuscitation test fixture) for 30 minutes with no issues. The fault was unable to be duplicated. Load cell characterization check was performed and passed. The platform passed final functional test.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was not able to clear the error message. When the crew returned to the station, they attempted to clear the ua 45, however they were unsuccessful. No patient sequelae reported. No additional information was provided.